Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited noise over-sensing causing inappropriate automated mode switch (ams) episodes. Isometric testing performed prior to the procedure did not reproduce the noise. The ra lead was capped and replaced on (B)(6) 2025. The patient was stable and discharged without complication.